Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the electrophysiology lab after the device exhibited elective replacement indicator fluoroscopy revealed that the right ventricular and left ventricular leads exhibited slight externalized conductors. The leads remained implanted and were attached to the new implantable cardioverter defibrillator on (B)(6) 2018. The patient was in stable condition.